Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery for the 72 year old female admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Prior to the cp pump insertion the patient was known to be on inotropes, vasopressors, and a vent for respiratory needs. Any other underlying medical history was not shared. After 6 days of support the team observed the impella accessed leg to be cold. There was limb ischemia that prompted the team to perform intervention, as the clot was removed in the catheterization lab. The patient subsequently passed away when care was withdrawn. Limb ischemia is a known risk associated with impella support as described in the instructions for use. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.